Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon horizontally ruptured at the tip. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good after the procedure.